Event description:
Info received indicates the bed has no head up function. The technician installed a new valve in the s7 head up port; the head up function operated properly for 25 minutes and then stopped working.

Manufacturer narrative:
The technician replaced the hydraulic manifold to repair the bed.